Event description:
Patient had a change out to a st jude ICD (B)(6) 2013 customer noted the st jude device alerted today (B)(6) 2020 for rvcoil >svc+ can measuring 19ohms. At implant: rv - svc+ can measured slohms rvcoil to svccoil measured 48ohms and ranged between 27-61 ohms rvcoil to can measured s2ohms and ranged between 19-60ohms rvcou >svc+ can measured 27ohms on (B)(6) 2020 patient will be brought in asap to do further testing and schedule a lead revision to coincide with a device replacement (device is at rrt). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).